Event description:
It was reported that this system exhibited a pacing impedance measurement greater than 2000 ohms on atrial channel. Additionally, noise, oversensing and an alert had been generated due to a measurement not produced during automatic threshold testing. A boston scientific technical services consultant discussed the clinical observations and informed the caller that the automatic threshold test is incompatible with the mode the device was in. It was noted that the associated atrial lead was manufactured by a competitor. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).